Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device - 7.5 months (calculated from the date when the system controller was issued to the patient.) The reported event of a pump stoppage was confirmed based on the information recorded in the log file. A pump speed reduction to 0 rpm accompanied by motor stopped and driveline disconnect alarms was noted. Based on the associated voltage values, the system controller was connected to a power module at the time of the event. The system controller was functionally tested and was found to function as intended. The system controller was operated while connected to a mock circulatory loop and the atypical pump stop event recorded in the log file was not reproduced. The investigation was unable to determine a specific root cause for the event captured in the log file. The patient remains ongoing on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump stoppage on (B)(6) 2015. The patient's system controller data log file was submitted to the manufacturer for review and a 3 second pump stoppage was confirmed. Following the event, the pump appeared to have quickly returned to normal operation. It was reported that the alarm could not be reproduced while the patient was in the hospital. X-ray images of the patient's driveline were submitted to the manufacturer for analysis and showed no obvious areas of concern. The patient's system controller was exchanged and it was reported that the patient experienced no further alarms. The patient remained asymptomatic throughout the event and was discharged to home.